Event description:
Reporter indicated that during generator replacement surgery for end of service, device diagnostic testing performed after connecting a new generator to the existing lead resulted in high impedance reading (dc-dc 7 and limit) indicating possible device malfunction. The entire ncp system was then explanted and replaced with a new system.